Event description:
It has been reported that the customer was going to the gym and put his omnipod personal diabetes manager (pdm) in activity mode. The customer reports that he heard "clicks" and thinks his omnipod 5 pod delivered 9 units of insulin without it being programmed.

Manufacturer narrative:
The device has been returned and an investigation is in progress, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The case description states that the user heard their pod clicking and saw that the system had delivered a 9 u bolus uncommanded. Physical testing of the controller found no issues that would contribute to an uncommanded bolus. Review of the audit log files confirmed the delivery of a 9 u bolus on the date of occurrence. The confirm bolus button was pressed to deliver this bolus, indicating user interaction. The engineering logs found that the user pressed the bolus button, opened the bolus calculator screen, and modified the bolus amount. Logs then show that the user pressed the confirm button which brought up the confirm bolus screen where the user pressed the start button to deliver the programmed bolus amount. The bolus record for this bolus was captured in the engineering logs, showing the bolus volume was user adjusted from 0 u to 9 u. No evidence of an uncommanded bolus was observed. Inspection of the android log files show interaction with the controller in order to deliver the reported bolus.